Event description:
Diabetes educator reported the infusion device displayed an e8 power interrupt error during "first place", and the error message could not be cleared by pressing the check button. The battery cover was replaced, but this did not resolve the issue. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
The up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and unclearable e8 error messages.